Event description:
The device was used during a lavh procedure. Reportedly, the staples did not form properly and there was bleeding. The surgeon used another instrument to control the bleeding and complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.